Event description:
A report was received that the patient was experiencing allergic reaction that has something to do with the procedure but not device related. The patient was prescribed with steroids.

Event description:
A report was received that the patient was experiencing allergic reaction that has something to do with the procedure but not device related. The patient was prescribed with steroids.